Manufacturer narrative:
Concomitant medical products: product ID: dtpb2qq, product type: crtd;product ID: 6935m62, product type: lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks for an atrial arrhythmia with rapid ventricular response detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular fibrillation (vf). It was noted that the left ventricular (lv) lead had a high impedance measurement that triggered an alert. The device and lead remain in use. No further patient complications have been reported as a result of this event.